Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui), and was implanted with a xenform device and a non-bsc device on (B)(6) 2017. As reported by the patient's attorney, on (B)(6) 2017, the patient underwent a revision surgery related to the xenform device and a non-bsc device due to the associated post-operative diagnosis of vaginal foreign body dermis in the anterior vagina, in the posterior vagina, and suburethral. Boston scientific has been unable to obtain additional information regarding the event to date.